Event description:
The pt's parents reported that the child no longer responded to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery occurred on 5/20/97. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.